Manufacturer narrative:
Product ID 8637-20, serial # (B)(4), implanted: (B)(6) 2011, product type pump; product ID 8637-20, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type pump; product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8596, implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type catheter; product ID 8731, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the "wrong pump" was sent and implanted. The pump was too large and sticking out of the patient's body.

Event description:
The pump was too large for the pt and kept flipping. The pump was replaced.